Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not able to pair with the mobile app. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to disconnect the pump and phone from each other and to reconnect the pairing. Customer wanted stated that the customer will call back if the issue continues. The device will not be returned for analysis.